Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness following initial implant surgery. Medication was prescribed (type: meclizine). The recipient was referred to physical therapy and advised to stop taking meclizine as some of the side effects include vertigo, dizziness, and nausea. The recipient reportedly now uses a cane but has started physical therapy and dizziness has improved.

Manufacturer narrative:
Additional information section: a.1, a.2, a.3, d.1, d.4, d.6a, d.6b, d.7, d.8, h.4, h.10. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The dizziness has reportedly almost subsided. The recipient's device remains implanted. Additional information regarding treatment details were not provided. The recipient is currently using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.